Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had motor error and drive support cap was loose. The blood glucose at the time of the incident was 70 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. Motor passed motor test. The drive support disk was inspected and no anomaly noted.